Manufacturer narrative:
Siemens filed initial MDR 2432235-2024-00008 with the FDA on 19-jan-2024. Additional information (16-feb-2024): siemens reviewed instrument files and determined that there were multiple temperature errors on the day of the event. There was also a ¿reaction ring verify thermistor temperature check¿ error displayed on (B)(6) 2024. The ¿reaction ring verify thermistor temperature check¿ error persisted until the operator reset the instrument. When a siemens customer service engineer (cse) inspected the instrument, the cse did not find any instrument issue. The temperature error does not suppress results on the atellica ch 930 analyzer. The results are flagged, and the operator should follow appropriate laboratory procedures related to the flagged samples. The investigation conclusions code was updated in section h6 to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) to report that samples continued to be processed when red triangles as flags indicated the reaction temperature was unacceptable on an atellica ch 930 instrument. The customer restarted the instrument and ran quality controls (qc), which resulted acceptably. Siemens is investigating the event.

Event description:
Low creatinine (crea) test results were obtained on two patients¿ samples on an atellica ch 930 instrument. The results were obtained when the instrument generated red triangle flags due to high reaction temperature. Quality controls (qc) were processed during the time when this occurred and were found invalid. The customer restarted the instrument, the temperature was acceptable without flagging, and qc recovered within acceptable ranges. The customer repeated the samples on the same instrument and the samples recovered higher than the initial results. The repeat results were reported to the physician(s), as the correct results. There are no known reports of adverse health consequences due to the event.